Manufacturer narrative:
Added information to section d4 (expiration date) , h4 (device manufacturer date) and h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including the patients age at implant. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Manufacturer narrative:
H3: the device was returned for evaluation. Customer report of calcification and stenosis were confirmed through observed calcification. X-ray demonstrated commissure 2 bent inwards and heavy calcification was observed on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 1mm at commissure 3 and leaflets 1 and 3 by approximately 1mm at commissure 1 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Hematoma was observed in leaflet 1 on the inflow and outflow aspects. Sewing cloth had multiple cuts around the valve and exposed silicone of sewing ring. Metal band was exposed around leaflet 1 on the inflow aspect. Multiple suture threads remained attached to the sewing ring.

Event description:
Edwards received notification that a 7300tfx27mm valve implanted in the mitral position was explanted after an implant duration of four (4) years and two (2) months due to calcification leading to stenosis. The patient presented with dyspnea before the explant procedure. A mechanical valve was successfully implanted in replacement. The patient was discharged home. This case involved a 7 year old patient.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx27mm valve implanted in the mitral position was explanted after an implant duration of approximately three (3) years and ten (10) months for unknown reason. Another valve of unknown model and manufacturer was implanted in replacement. As reported, the patient was 7-year-old.